Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc-383078-leakage. On (B)(6) 2025, 08:36 intravenous infusion was administered to the patient using a closed-system indwelling needle. After successful insertion, blood leakage was observed at the needle hub. Following connection of the infusion solution, fluid continued to seep out. The infusion set was immediately clamped, the indwelling needle promptly removed, and the patient reassured. A new closed-system indwelling needle was inserted.